Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels. No blood glucose reading was reported. The customer mentioned that she has been experiencing low blood glucose levels ever since her doctor made adjustments to the bolus wizard settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.